Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a random insulin flow blocked alarm. Customer also reported chipping plastic on the reservoir cap, battery cap stripping, rejected battery, less responsive keypad buttons, and longer rewind process. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as customer declined. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.